Event description:
It was reported that there was an occasional intermittent atrial undersensing during recorded episodes. The right atrial (ra) lead r emains in use. No patient complications have been reported as a result of this event.